Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with a 550cc mentor smooth round moderate plus profile on both sides and experienced breast implant deflation on her right side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3503504bc; serial number (B)(4) on the right side, and with catalog number 3503504bc; serial number (B)(4) on the left side on (B)(6) 2021. On (B)(6) 2021, the mentor failure analysis lab received the two devices for evaluation with same lot number. Per preliminary observation by mentor failure lab, both devices have a deflation, one rupture within crease and the other deflation with instrument damage. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On june 11, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample sm mpps dv 550cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified a tear on the anterior view, measuring approximately 0.7 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).